Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device. It was reported that a synflate balloon burst and another could not be removed from the cannula during a vertebral body augmentation at l1. The balloon that burst was removed and drained of saline resulting in approximately a 30 second delay. The assembly (03.804.701s lot 0615048) was received with popped balloon. The complaint condition was confirmed. The synflate balloon/medium (03.804.701s) is a component of the synflate system which is a balloon-based vertebral augmentation system utilized for vertebral compression fractures and osteolytic lesions. The system technique guide notes the following regarding balloon inflation and removal: ¿ proceed with inflation slowly, stopping every few seconds to allow the bone to adjust to the pressure/volume changes. ¿ the balloons may leak or burst if they are filled beyond their maximum volume or pressure.¿ ¿ if it becomes difficult to remove the balloon catheter through the working sleeve, twist the catheter while firmly pulling the catheter. ¿ if removal is still difficult, remove the balloon catheter(s) along with the working sleeve(s), then re-access the vertebral body using the working sleeve with the trocar assembly. Once the re-access is completed, remove the trocar. The relevant drawings for the returned device was reviewed. The design and materials were found to be appropriate for the intended use of this device. A device history review was performed for the returned instrument lot number and no mrrs, ncrs or complaint-related issues were identified with the lots numbers which may have contributed to the complaint condition. No definitive root cause was able to be determined based on the complaint description. Burst balloons are often related to inflation technique or contact with sharp biology. Additionally, difficulty in removing balloons is often related to technique. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(4). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. DHR review ¿ manufacturing site: (B)(4). Supplier: (B)(4). Manufacturing date: 07 october 2015. Expiry date: 31july 2017. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two (2) synflate balloons malfunctioned during a vertebral body augmentation at l1. One (1) synflate balloon burst and was removed from the patient, then drained of saline causing an approximate 30 second delay. The other synflate balloon could not be removed from a canula. The canula was removed and the balloon was cut out, causing a minute delay. Additional x-rays were taken. The procedure was completed without further incident. This is report 1 of 3 for (B)(4).